Event description:
It was reported that the pressure measurement value was 300mmhg.

Event description:
A report was received that during an implant procedure, the distal contact of a lead popped off and the contact became embedded in the pt's epidural space. The physician suspects that the tip of the needle was bent and caught the electrode when it was being removed. The physician has decided to leave the contact in the pt. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluationcustomer report was confirmed. Dpt did not zero, nor sense pressure. Electrical testing showed that output impedance (350 ohms) was out of specification. Continuity testing indicated that there was a gap between #2 solder joint and outer pad.